Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the returned sample met specifications during evaluation. Visual evaluation of the returned sample noted one opened arctic gel small universal pad present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of the connector. Tubing for the pad noted no major kinks present. Hydrogel was intact with pad and not separated. No crushed dimples or signs of overlamination in the pad. The reported issue could not be verified without further testing. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. No additional actions are needed. Correction: d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during use, the company received a report of frequent air bubbles and low-flow alarms in an arctic sun device. There was no problem with the connector connection, and when the pad was disconnected and connected to the circulation check line, the appropriate problem was resolved, so it was determined that the arctic gel pad was initially defective. Another new pad was used, and there was no reproduction since then. Sn could not be confirmed because the box and bag have already been disposed of as contaminated materials.

Event description:
It was reported that during use, the company received a report of frequent air bubbles and low-flow alarms. There was no problem with the connector connection, and when the pad was disconnected and connected to the circulation check line, the appropriate problem was resolved, so it was determined that the pad was initially defective. Another new pad was used, and there is no reproduction since then. Sn cannot be confirmed because the box and bag have already been disposed of as contaminated materials.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during use, the company received a report of frequent air bubbles and low-flow alarms in an arctic sun device. There was no problem with the connector connection, and when the pad was disconnected and connected to the circulation check line, the appropriate problem was resolved, so it was determined that the arctic gel pad was initially defective. Another new pad was used, and there was no reproduction since then. Sn could not be confirmed because the box and bag have already been disposed of as contaminated materials.